Manufacturer narrative:
(B)(4). Batch # m5697u. The analysis found that one pse45a device was returned in good visual condition and with one ecr60w cartridge reload present. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Event description:
It was reported that during a laparoscopic anterior resection, the knife did not return to home position and the jaws did not open after the second firing on the rectum. The cartridge was gold. There was no feedback when the firing trigger was grasped. Then, the knife reverse switch was used and the knife was returned to home position. A short sound of knife returning was heard. After the device was removed from the patient, it was found that the rectum was cut and all staples were deployed properly. Another device was used to complete the case. There were no adverse consequences to the patient.